Event description:
The customer reported that the patient smelled a burning odor and alerted the staff. It was then determined that the plug on the end of the v60 power cord was melting and smoking. The customer reported the device was not in use on patient.